Manufacturer narrative:
No investigation could be performed on the PICC product since it was not returned to pfm medical, inc. There is not enough information to confirm or deny that the PICC product was used as per the IFU. Given the similarity to another complaint, (B)(4), it is possible that the failure was induced by excessive force being applied to the hub when the nurse and/or physician was connecting or disconnecting the needle free valve, syringe or other device. Without access to the PICC product, however, pfm medical was unable to confirm the root cause for the cracked and leaking hub. A review of the device history records showed no deviations or discrepancies associated with lot 1604-033. A nonconformance report review determined that there are no open or closed ncr's for the lot in question. Complaint records were reviewed, and a similar complaint dating back to (B)(6) 2012 was identified in (B)(4). The failure mode in question is already captured in the PICC design fmea, fmea (B)(4). (B)(4). No corrective or preventative action is recommended at this time, and pfm medical will continue to monitor for incidents with similar failure modes.

Event description:
PICC cracked and leaking. Replaced on (B)(6) 2016.